Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. The device was in good condition, no major signs of damaged. The drain plug, pole block and line cord are all in good condition. To test the device, the water tank was filled, and the device was switched on. The device stayed idle for a minimum of 1 hour. The reported issue was confirmed and was reported to be due to a loose float switch. The nut on the back end of the float switch was tightened to resolve the issue.

Event description:
Information was received indicating that the level 1 hotline low flow system leaked after warming internally. There were no injuries or adverse events reported.